Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 31166 were returned and analyzed. The data files showed two applications were performed with this catheter on the date of the event and an unrelated system notice indicating that there was a problem with the refrigerant port was triggered on both applications. The data files also showed that multiple applications were performed with three other unrelated catheters. Visual inspection of the balloon catheter showed it was intact with no apparent issues. The catheter failed the performance test due to a system notice that the safety system detected fluid in the catheter and stopped the injection. Dissection / pressure testing showed a guide wire lumen kinked and breach at 0.97 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach.

Event description:
The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.